Event description:
A patient underwent minimally invasive (mis) left atrial appendage exclusion (laae) using pro245. After clip placement and deployment, surgeon made an incision on the distal tip of the left atrial appendage (laa) tip to decompress laa. Pulsatile blood flow was noted and did not stop. Surgeon placed a second clip distal to the first clip, which controlled bleeding. There were no confirmed device malfunctions, and this event was the result of a procedural complication.

Manufacturer narrative:
The pro245 was returned with the clip deployed and locked in articulation. The device was reviewed and was found to be conforming. The complaint could not be confirmed for clip closing failure.